Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's vision in the left eye deteriorated and the lens was found to be vaulted posteriorly. The lens was explanted and another lens of different model was implanted successfully. According to the surgeon, capsular fibrosis was the likely cause of the event and the patient's prognosis was reported as "good" for distance va and "poor" for near va. Please reference 2031924-2014-00271 for the patient's right eye.